Event description:
(B)(6) had a total right hip replacement on (B)(6) 2007. He received the depuy aml large stature extended offset 13.5 stem with the 36 plus 4 head, acetabular component pinnacle shell 54mm in diameter with a 36 neutral metal on metal liner. Prior to the surgery, (B)(6) had increasing right hip pain as a result of right hip osteoarthritis. On (B)(6) 2008, (B)(6) reported having bursitis-type hip pain. On (B)(6) 2011, (B)(6) reported having numbness and tingling of both his lower extremities along with a burning sensation. On (B)(6) 2012, he complained of pain when walking, going up stairs, and sitting, with an occasion lump on the lateral aspect of his hip. On (B)(6) 2012, a hip aspiration was done, 20ml of crackcase color fluid was removed indicating soft tissue metallosis. On (B)(6) 2012, a right acetabular revision with head and liner exchange was performed. The surgery revealed evidence of corrosion from the head-trunnion interface and confirmed metallosis. On (B)(6) 2012, (B)(6)'s chromium and cobalt levels had begun to decrease but were still higher than normal. Reason for use: right hip osteoarthritis.